Manufacturer narrative:
The ventilator was investigated by our field service engineer. The monitoring pc board was replaced. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error codes. Since the replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power error, backup audible error and depleted memory backup battery. There was no patient harm. Manufacturer's ref #: (B)(4).